Manufacturer narrative:
Reference:2084725-2009-00402.

Event description:
A report was received that a health care worker (hcw) had dermatitis that presented as dry, scaly, rash on face and hands that began in 2008 when they were using rapicide. It became more pronounced when they started using cidex opa. He did have a history of childhood asthma but had not experienced any episode prior to recent exposure to rapicide and cidex opa. A skin cream has helped some but the rash is still present to this day. He has been sent for complete allergy testing but the results have not been received to date. He was informed that he is sensitive to all chemicals and that he needs to be aware of his exposure time. The facility had a heat issue in the room which was resolved when the blanket warmer was removed from the 12 x 12 room. Also, they have an airflow issue which is in process of being fixed.